Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 18jan2019. The manufacturer's field service engineer (fse) was dispatched to the site and evaluated the unit. The fse found no issues with the unit.. Customer stated they were going to install fan cover replacements. Unit was tested and was ready to use.

Event description:
Customer contacted technical support (ts) stating that unit had error message of alarm led failed. The customer reported there was no patient involvement. Event date not specified; estimate used.